Event description:
Baxter taiwan reports patient line of homechoice set was not priming completely. Per baxter affiliate, there was no patient injury or medical intervention required as a result of incident.